Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, mildly tortuous right coronary artery lesion. A 2.5 x 23 mm xience alpine drug eluting stent was implanted. However, a dissection occurred on the distal edge. A new 2.5 x 15 mm xience alpine des was used to treat the dissection and complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.